Event description:
(B)(6) 2013, customer reports via phone that at the end of an unknown urology case the table extension came out by itself. The patient had already been moved off of the table. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.